Event description:
It was reported that the physician suspected left ventricular lead dislodgement. On (B)(6) 2014, the pocket was opened and lead dislodgement was confirmed as a result of an improper suturing. The lead was explanted and replaced at that time. The patient was asymptomatic.

Manufacturer narrative:
Final analysis found normal lead characteristics.